Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the surgeons (B)(6) hand held was not holding a charge for very long and that during surgery, the battery will deplete very quickly when unplugged from the wall outlet. The surgeon states that the hand held is always plugs into the wall outlet when not in use, and when the device is turned on after unplugging it from the wall outlet, the battery power status indicator states that it is fully charged. The surgeon requested a new hand held to replace the non-working device. The non-working hand held is expected to be returned to manufacturer for analysis, however, it has not been received to date.